Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.177" x 0.634" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the long bipolar grasper (part # 470400-10/ lot # n11190715-0022) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk2497. The alleged event occurred on the 6th use of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws broke off during the procedure. The surgeon indicated that they were not using excessive force or cleaning another instrument with the jaw. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained the following additional information: the fragment was pulled retrieved with a grasper through the port. They believe they retrieved all the fragments and they matched it up to the instrument and it appeared that whole piece was there. The surgeon did not know why it happened. She felt she had not misused the instrument at all. He instrument was inspected prior to use and the instrument was in use for an hour prior to the issue. The surgeon was grasping the tissue when the device fragment fell into the patient. The instrument did not collide with any other instrument or encountered any hard material. There was no patient injury or adverse event.